Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 87-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced an access site bleed coinciding with a hematoma. Manual pressure was applied to the site, however, no pulse was noted in the rfa and the lower limb was cool to the touch. The impella was subsequently removed to resolve the noted issues. The patient was reportedly stable following pump explant.